Manufacturer narrative:
The MFR has not received the sample at this time. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that a piece of the peel away introducer detached, during the introduction of the catheter and a portion of this piece migrated into the right atrium. The migrated portion was removed radiologically.